Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study report via a manufacturing representative the patient had a chronic urinary tract infection (uti) requiring unscheduled clinic/office visit. Symptoms included burning during urination. Interventions included administration of medication on (B)(6) 2015. Laboratory testing was performed on (B)(6) 2015 including urinalysis and culture. The event resolved without sequelae on (B)(6) 2015. Etiology included ¿uti,¿ noting it was not related to the procedure, device, or therapy. Indications for use included urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
Correction:review of additional information received shows the event was not related to the patient¿s device, therapy, or implant procedure. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No additional information will be sent on this event.

Event description:
Additional information received reported chronic uti was listed on patient's baseline medical history. Uti was not related to device or therapy.